Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited a cylinder tubing hole. A surgical procedure was performed to replace the preconnect. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 72404161. Serial number: n/a . Batch/lot number: 1100212762. Model/catalog description: reservoir 65ml pc. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.